Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anemia, dysmenorrhea, joint pain and phlebitis. Previously administered products included for an unreported indication: iud nos from 2003 to 2011. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dental caries ("dental problems: dental problems: tooth decay and teeth chipping"), tooth fracture ("dental problems: dental problems: tooth decay and teeth chipping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain severe mild"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, headache, abdominal distension, vaginal haemorrhage, menorrhagia, depression, migraine, nausea, dental caries, tooth fracture, dyspareunia, fatigue and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dental caries, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines, nausea, dyspareunia (painful sexual intercourse), fatigue, hair loss, abdominal pain, dental problems was replaced with chipped tooth and dental caries, she did not undergo confirmation test were added. Essure removal procedure was added. Patient's medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), headache ("headaches"), abdominal distension ("bloating") and tooth disorder ("dental issues"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, headache, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, back pain, headache, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.